Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer called to report that there is a crack in the reservoir lip compartment leaving the black o-ring exposed. Customer's blood glucose reading was 70 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.